Event description:
It was reported that the right ventricular (rv) epicardial lead had high thresholds at implant which continued to rise throughout the four month implant time. The lead would not capture at high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).